Event description:
It was reported that in 2014, an IV infusion tubing was noted to be connected to an endotracheal tube (ett) balloon port. The ett port allowed for the IV tubing to be connected and fluid to be infused unintentionally through the ett. No additional information was reported regarding the type of fluid, patient outcome or other event details.

Manufacturer narrative:
(B)(4). There is no information regarding missing product; reporter; and/or manufacturing date - no design history review (DHR) will be performed.